Manufacturer narrative:
.

Event description:
It was reported that the pt had a refill one week ago and since that time, he has had a loss of efficacy and the pump has been alarming. The pump was interrogated and it was in stopped pump mode. There was a pump memory error, which based on the time shown was the same time the refill programming was done. It is unclear if the memory error was seen at the refill. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.